Event description:
The ventilator was operating on internal battery and shut down immediately after low battery alarm. Time between alarm and shut down was not sufficient as a warning. According to the service history, the ventilator was due for annual preventive maintenance which replaces battery.